Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it was discarded by the hospital. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that two creo screws had loosened post-operatively requiring revision surgery.